Manufacturer narrative:
On june 1, 2016, following additional information was received and if indicated, filled in this mdv report: 2 pictures; lot number; patient history: he is a (B)(6) man (born the (B)(6) 1961); the product was implanted in (B)(6) 2000, position : right. Where lot number was received for the device, the device history record were reviewed and found to be conforming. The device was received on june 15, 2016. The investigation of the device is anticipated but not yet begun. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and an investigation result be available, an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an exafit stem 3 .1 8/10 on the right side in (B)(6) 2000 (exact date unknown). On (B)(6) 2016 the patient was admitted to emergency due to a fracture of his hip prosthesis and was revised on (B)(6) 2016 due to breakage of the neck of the stem.

Manufacturer narrative:
The evaluation result have been made available. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description: the event reports the revision of an exafit stem implanted in (B)(6) 2000 due to stem breakage. According to the manufacturing documents, the stem has been manufactured on jul 10, 2002; therefore it was assumed that the earliest implantation could be jul 10, 2002. Compatibility check: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Review of received data: the surgical notes of revision dated (B)(6) 2016 were available for evaluation. The notes described a posterolateral approach of the right hip. After luxation of the right hip, the stem breakage at the stem neck was confirmed. The stem was extracted with the extraction instrument without difficulties. Bone cement was removed and found to be of a good quality. Attention was given to the acetabular cup. It was reported that in the radiographic results a radiolucent line was present around the cement. Also that polyethylene wear exists clinically. Therefore it was decided to remove the pe cup. The cup and cement were removed. Progressive reaming was performed. It stated that no defects were found at the anterior wall and posteriorly to the roof as well as on the acetabular floor. One of the osteolytic zones was grafted with autologous bone. Afterwards the report describes the implantation of a smith and nephew cup and tornier stem as well as the conclusion of the surgery. Device analysis. The exafit stem showed some damages, e. G. Scratches and dents most likely from revision surgery. The anchoring region of the stem shows parallel scratches. The scratches were already present before decontamination at zimmer biomet and it was plausible that the scratches were originated by previous cleaning. Surface changes were visible in several areas on the stem surface, with the largest area located in the proximal third of medial stem surface. The stem showed a fracture in the neck region. The fracture runs through the middle of the stem impaction hole. The distal fracture surface was polished and damaged by scratches. The proximal surface was mostly damaged. However, in the posterior region next to the impaction hole a small area showed characteristics of fatigue. The beach marks in this area showed that the origin of this fracture surface was located at the posterior edge of the impaction hole. There were also slight beach marks orientated radially from the anterior edge of the impaction hole were visible on the central part of the fracture surface. The protasul s30 head showed some damages, e. G. Scratches and dents most likely from revision surgery. Overall the head was inconspicuous. The acora cup was deformed and scratched on both sides. The deformations and damages probably originated from the use of instruments during revision surgery. The non-articulating side of the cup was covered by bone cement for approximately two thirds. As the cement edges were sharp-edged, the missing cement most probably broke off. Two different patterns could be observed on the cement surface: a bone-like structure and a more flat surface the articulating side of the cup was deformed and scratched. Besides the mentioned damages the articulating side of the cup was inconspicuous. The analysis of the retrievals revealed that the exafit stem was fractured due to fatigue. Based on the appearance of the fracture surface could be hypothesized that the fracture originate from both edges of the impaction hole. Surface changes were observed on the anchoring region of the stem. The largest area located in the proximal third of medial stem surface evidenced surface changes due to corrosion. The reason for the corrosion remains unknown. The broken off cement could indicate that the bone cement was fixed into the bone and broke off during revision surgery. The bone-like structures on the cement show the interface to the cancellous bone; while the flat surface could indicate a bone defect. The cause of the stem fracture could be identified as the geometry of the impaction hole at the neck of stem, which leads to a high stress concentration on one or both sides of the hole, resulting in a fatigue failure of the implant. Zimmer recognized this design issue and actions were taken by modifying the shape of the impaction hole. The part was produced before the design change was in place. Zimmer (B)(4) consider this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available, that changes this assessment, an amended medical report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an exafit stem 3 .1 8/10 on unknown side on unknown date. The patient was revised on (B)(6) 2016 due to breakage of the neck of the stem. On (B)(6) 2016, a patient was admitted to emergency due to a fracture on his hip prosthesis implanted at (B)(6) in (B)(6) 2000.